Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented for initial implant of a pacemaker. During procedure, the pacemaker was unable to be interrogated by the programmer. After multiple attempts, the physician decided to use another pacemaker for the procedure that was able to be interrogated . The patient was stable post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.